Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient has been in a coma.

Manufacturer narrative:
H3. Product analysis determined that the returned valve did not meet the requirements for leak testing due to a tear in the reservoir dome. It was unknown how or when this damage occurred. The valve was returned at pl=2.0. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore, the conditions of this complaint could not be verified by laboratory personnel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1. Healthcare professional. Information cannot be provided due to privacy regulations medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable shunt. It was reported that after the shunt valve was implanted, the pressure remained at 2.5 and could not be adjusted pressure using a pressure regulator. At the same time, after the shunt was removed, the fluid in the abdominal cavity could flow back to the ventricular end, and it did not have a backflow prevention function. The product was replaced. No patient complications have been reported as a result of this event.